Manufacturer narrative:
Analysis confirmed that the programmer stylus was defective , the tip of the stylus was loose and not working. No further anomalies were found. Programmers worked normally without any problems. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to service and subsequently tested out of specification during analysis. There was no patient involvement.